Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer submitted one photograph of the patient post procedure. The image depicts necrosis, but this symptom could not tied to the device. The device in question was discard by the facility and not returned for analysis. As a result, we were unable to confirm the issues you experienced firsthand. The complaint is unconfirmed. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported the patient experienced skin necrosis that occurred after the clarivein procedure. It has been confirmed that there were no product defects (such as leakage or wire kinked) and the procedure was conducted in accordance with the in-service provided by our distributor and the IFU. The procedure was performed on the patient's ssv, and sts was used at a concentration of 1.0% with a volume of 6-7 cc. The hospital is also aware that the skin necrosis of the patient was not due to any issues with the product and has acknowledged this. The patient visited the hospital five days after the procedure, and it is possible that an infection occurred during their daily activities post-surgery.